Event description:
It was reported that the device was explanted after implant duration of approximately 3.7 months. On 10/05/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis (source: unknown) and perivalvular leak.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 10/05/2009 (tyrough follow up with the health care provider via fax). An operative report was requested; however, it was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Patient had a syncopal episode in the waiting room at the physician's office. The patient was not responsive and required emergency care. Upon interrogation, the 24 hour heart rate curve showed a ventricular rate of less than 20 bpm at the time the patient was unresponsive. The patient was sent home a few days later, and the device remains implanted.

Manufacturer narrative:
Device was returned but noted to have been explanted due to endocarditis. Surgeon's response did not indicate the source or type of infection. Device was destroyed per edwards lifesciences procedures for handling infected returned product. No evaluation could be done.